Event description:
Maude report (B)(4) states: pt had right hip replacement surgery done on (B)(6) 2009. The recovery period was painful. Pt complained of limping and severe discomfort. Surgeon suggested hydrotherapy. Pt fired surgeon and sent back to pcp. Pcp referred pt to several specialists such as rheumatologist and neurologist. Pt states that he was sent for several tests including emg, mcv, hip aspiration, x-rays, blood work, MRI and arterioflow test. Pt states he was diagnosed with metallosis, osteolysis and was told that the right hip he had surgery on was smaller than the left hip. Pt was told that there were complications with asr implants and was scheduled for another surgery which took place on (B)(6) 2010. Pt has 3rd surgery on right hip on (B)(6) 2010 due to infection and give a PICC line and placed on IV antibiotics for six weeks.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.